Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up with a device that was post-sensed t-wave oversensing. The patient received inappropriate atp and shock therapy. The oversensing was noted on a stored egm. Programming changes were made. Physician indicated that the patient had recent significant metabolic changes which likely impacted potassium balances and suspected this may be the cause of this sudden appearance. Lead evaluation and performing an induction test was suggested. Device remains implanted.

Manufacturer narrative:
The reported field event of oversensing and inappropriate therapy was confirmed in the laboratory. Interrogation of the device revealed the device was at the end of service when received. The device was tested on the bench and no anomalies were found.

Event description:
New information notes that the patient was stable after the procedure. There were no reports about patient injury.

Event description:
New information notes that the device was explanted on (B)(6) 2017.